Event description:
The MFR rec'd info alleging a ventilator would not power on. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The wires connected from the "read battery volts" switch to the digital board were found to be pinched, causing the tripping of the 5-amp circuit breaker and the failure of the device to power on. In addition, scratches were found on the digital board. The front module assembly, which includes the digital board and the affected wires, was replaced to address the issue.